Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for an unreported indication. On the same night the patient was discharged, the patient observed cloudy effluent in the drainage bag (a manifestation of peritonitis). It was not reported if the patient returned to the hospital. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unspecified date in (B)(6) 2015. Upon follow up, the reporter clarified the patient did not experience a brain infection (peritonitis ¿originated in the brain¿). The patient did experience bacterial peritonitis and the cause remained unknown. The peritonitis event was manifested by unspecified pain as well as cloudy effluent. The patient was treated with the unspecified antibiotics for ¿two months¿. During this time, the peritonitis remained ongoing. On an unreported in (B)(6) 2015, the patient again experienced the event of peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with pd therapy was not reported. At the time of this report, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The caregiver reported the patient experienced peritonitis ¿originated in the brain but has since been cleared up¿ and "the antibiotics do not seem to help¿; however as this could not be confirmed, the cause of the peritonitis event will remain assessed as unknown. Should additional relevant information become available, a supplemental report will be submitted.